Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Chest x-ray revealed that it was fallen into the tricuspid valve. The physician believed that patient had twiddler's syndrome. The ra lead was revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.